Manufacturer narrative:
The insulin pump was received with blank display and constant vibration due to moisture damage electronic assembly. Analysis was unable to verify button error alarm due to blank display. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer reported that buttons were unresponsive. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that a constant tone was occurring. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.